Manufacturer narrative:
(B)(4); device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device cut? If the device cut, was the cut line fully circumferential?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a rectosigmoidectomy procedure, the stapler did not staple after firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.